Event description:
It was reported that during a da vinci-assisted surgical procedure, the long bipolar graspers had a broken cable. Instrument was returned to intuitive surgical, inc. (Isi) for evaluation. Isi followed up with the initial reporter and obtained the following additional information: the patient was not injured.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.